Event description:
Information received indicates the bed exit is not alarming. The bed is not in use.

Manufacturer narrative:
The technician replaced the non-functioning bed exit circuit board to repair the bed.